Event description:
The pt fainted while on the street. A passer-by began CPR until the ambulance arrived. While in transit to the hosp the physician noted ventricular tachycardia and delivered several external shocks to the pt directly over the implantable cardioverter defibrillator (ICD) implant site. The pt died due to a lack of oxygen in the brain, and afterward the ICD could not be interrogated.